Manufacturer narrative:
(B)(4). Product background: the pt101 airvo 2 (airvo 2) device is an active humidifier with integrated flow generator that delivers high flow warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. It's intended use is for the treatment of spontaneously breathing patients who would benefit from receiving high flow warmed and humidified respiratory gases. The airvo 2 device should not be used for life support purposes, and appropriate patient monitoring must be used at all times. Method: the complaint airvo 2 was received by fisher & paykel healthcare (f&p) where it was inspected by a trained f&p employee. The device was performance tested and the audible alarm function was checked. The device was then disposed of. Our investigation is based on the information provided by the customer, the information provided by the f&p employee, previous investigations of similar complaints, and our knowledge of the product. Results: during testing it was found that the audible alarm of the airvo 2 was not functioning. Previous investigations into audio alarm failures have identified that the issue was due to a faulty speaker. Electrical resistance testing had shown the speaker's resistance to be open circuit. The speaker is a supplied component that is assembled into the airvo 2. The airvo 2 speaker is intended to provide auditory alerts to the user and auditory alarms under certain conditions. The alarm system functionality must be checked prior to each patient use. The user instructions warn "if either alarm signal is absent, do not use the unit. Contact your fisher & paykel healthcare representative". In the case of speaker failures, a speaker will typically provide a distorted, intermittent or reduced sound level before becoming completely inaudible over time. This contributes to the early detection of this fault by users. It should also be noted that in the event of a speaker failure during use, the airvo 2 will continue to deliver therapy as per the set parameters. For any alarm condition, the device simultaneously displays a visual alarm alongside an auditory alarm and so in the absence of an audible alarm due to speaker failure, a visual alarm will still be displayed. Conclusion: as part of ongoing product improvement initiatives, additional production quality controls at the supplier and at f&p were introduced. This included updated assembly processes, equipment and functional testing to verify speaker performance. A new speaker from a new supplier was also implemented in august 2017. All above actions were implemented and achieved a 98% reduction in the number of complaints for units manufactured after august 2017. It should be noted that this unit was manufactured prior to when the new speaker was implemented in august 2017. Additionally, a change was made to the instructions for use, to include instructions to verify the functionality of the speaker prior to each patient use.

Event description:
A distributor reported on behalf of a healthcare facility in (B)(4) that the audible alarm of a pt101 airvo 2 humidifier was not functioning. There was no reported patient involvement.